Event description:
As reported, the patient had an initial tha on an unknown date. The patient was revised; reason not report. No further information provided.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H3: the patient/gxl acetabular liner involved was reportedly revised due to early prosthesis wear in may 2024. Information regarding the component(s) revised and the original implantation date were not provided. The revised components were not returned to exactech for evaluation and no images or radiographs were provided. The revision reported may have been due to a combination of risk factors specified in the hhe including but not limited to use error, implant positioning, and patient factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. Correction: h6 clinical code, medical device problem code.